Event description:
A /cd has discharged on 4-5 occasions while in sinus rhythm. This event has been documented-possible cause in sensing lead malfunction. Inappropiate ICD shocks-sensing lead oversensing.